Manufacturer narrative:
Neither the product nor the images were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient underwent l4/5 cortical bone trajectory posterior lumbar interbody fusion. Post-op, cage on the left side backed out. After the operation, about 1/3 part of the cage on one side backed out from the vertebral body's posterior border to dorsal side, so it was removed during the reoperation. After discharging, it was found out that the cage backed out, when the patient came to the outpatient several times. There was no particular symptom at first, but after a while drop foot occurred, so the reoperation was performed.